Event description:
It was reported that the patient presented to the physician's office with a collection of pus over the generator site. The physician plans on explanting the generator and leaving the lead in place. It was reported that the surgery would occur the following day; however, no additional information has been received to date.

Event description:
On 03/09/2015 product analysis was completed on the generator. The DHR shows that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.092 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2015 was re-implanted with a new generator.

Event description:
On (B)(6) 2015 the explanted generator was returned for product analysis. It was reported that the patient had undergone explant of the vns on (B)(6) 2014 due to an infection from the battery replacement. The patient will undergo re-implant of the vns at a later date. Product analysis is still underway and has not yet been completed.